Event description:
It was reported that the customer needed to update one of the pump's time settings. The customer experienced a low blood glucose (bg) level (49 mg/dl). The customer declined to provide information on bg treatment. Further information was not provided.